Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the panel holder solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. It is unknown under which circumstances the failure occurred or if the panel holder had been subjected to high mechanical stress in one moment while in use (that could have happened if the operators have been using the panel as a handle when moving the system, instead of using the dedicated handle on the mobile cart, and thus exposing the panel to forces greater than it has been designed for). In case of broken panel holder, it may lead to stop of ventilation (extubation) or injury. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it was designed to sustain.

Event description:
It was reported that the ventilator's user interface holder broke. There was no patient harm reported. Manufacturer's ref. #: (B)(4).